Manufacturer narrative:
Per visual inspection: dose detent, detent insert, button washer and injection button broken off, exposed electronic assembly. No physical damage to cartridge holder or inpen front and back shell was noted. Cartridge holder locks properly in place. Dose detent bond was broken cleanly due to a broken dose detent adhesive bond exposing the electronics. Making it difficult to dial a dose. Unable to pair to commercial app due to missing injection button. However, inpen did transmit to manufacturing app. Unable to perform functional test due to physical damage. Inpen passed front cap investigation. In conclusion: it¿s difficult to dose normally due to broken off injection button due to a broken dose detent adhesive bond. Therefore, the customer concern of physical damage to dose button is confirmed. Leadscrew anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a damaged inpen, button on the pop-off/ injection. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer had discontinued the use of the device. The device was returned for failure analysis.